Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the prograsp forceps was not able to be removed through the port. The instrument was found to have a piece of metal sticking out at the wrist. The procedure was otherwise completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the prograsp forceps instrument was inspected prior to use, and nothing was found out of the ordinary. There was no fragment that fell into the patient. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint that the prograsp forceps had a metal piece sticking out at the wrist. Failure analysis found the primary failure of broken grip to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.126" x 0.056" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of broken instrument grips tips is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. A review of the procedure logs showed the instrument was last used on (B)(6) 2022 in a benign hysterectomy procedure performed on system (B)(4). Based on the current provided information, this complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.